Event description:
On 24th december 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a right rotator cuff injury repair surgery on (B)(6) 2024. Ar-1927pb was used to prepare bone socket. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another ar-2324bcc instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324bcc suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the device was returned for evaluation without the eyelet and sutures. The evaluation of the anchor still on the shaft found that the anchor was broken into two pieces, with some material loose due to the breakage. Functional testing was performed by moving the inner shaft out of the outer shaft, and no resistance was found. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or applying excessive force on the device during use. Directions for use. Dfu-0087. Corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.